Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of ¿loss of therapy¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered the service application state, the cp will be inhibited from programming the device into the therapy application state. There is no report that the patient had an unrelated surgery. However, analysis of the data found that the last daily battery timestamp ((B)(6) 2019) occurred three days after the last entry into the therapy log ((B)(6) 2019). The most used program total time logged was 288 days and the total therapy log time was 389 days. This is not a longevity issue as therapy was not use that long and the eri and eol timestamps had not been logged. The explant date ((B)(6) 2022) and the last battery timestamp ((B)(6) 2019) are over 2 years apart. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Correction h6: coding has been corrected from 2885 - battery problem to 3283 - wireless communication problem.